Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Insulin pump received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the motor and vibrator assembly. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/ a33 and excessive no delivery test or verify no excessive no delivery/ occlusion alarm due to frozen display. Pump received with minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had scratches on surface of screen and random no deliver alarms forcing to change infusion set. Customer's blood glucose value was unknown. Customer declined to report to 24 hours. The device will not be returned for analysis.